Event description:
It was reported that high capture threshold and decreased sensing were observed. It was found via x-ray that the lead had pulled back slightly. Lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.